Event description:
Device malfunction: balloon rupture. Time of malfunction: during balloon inflation. Symptoms/ae: none. It was reported that during a stenting procedure of a moderately calcified, 90% stenosed left external iliac artery, the fox plus ruptured during the fourth pre-dilation inflation at 6 atm. Reportedly, the rupture was due to "a bumpy part of the lesion", observed on angiography. The device was completely removed and the stenting procedure was completed. There was no adverse pt effect. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not reveal any non-conformity which could have contributed to this complaint.